Event description:
It was reported that upon initial interrogation, there was an error message indicating that an electrical reset had occurred on the implantable cardioverter defibrillator (ICD). After three attempts, device interrogation was successful with normal parameters and no recorded data. The sensing, pacing, and lead function of the ICD were tested successfully with the device working as normal. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Clinical data review analysis shows critical ram parity error.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.